Manufacturer narrative:
(B)(4). Batch # n93d0h. The analysis results confirmed that the pouch device was returned fully deployed and the bag damaged. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the gall bladder specimen was inside the pouch and while pulling it out of the patient, the bag tore and the specimen fell out. A second like device was used to complete the procedure with no patient consequences reported.